Manufacturer narrative:
(B)(4). The device was not returned for analysis. Abbott vascular (av) reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices. The other armada 18 is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a lesion in the intra-popliteal artery. A 6x150mm armada 18 balloon catheter failed to inflate and a leak at the hub was noted. A new 6x150mm armada 18 balloon catheter again failed to inflate and a leak at the hub was noted. The procedure was successfully completed with an armada 14 balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.